Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units when caller expected 278 units, and difference between displayed and expected values was greater than 30 units, although issue was no longer present at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, requested email with cartridge loading resources, and was advised by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged.